Event description:
Informed by husband when setting up pump, rcvd errr message "system fault, call technician." Husband switched to back up pump, no adverse event reported. Pump not in use by patient when error message was rcvd. New pump was sent as a replacement and defective pump is being returned. No further information is known. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.